Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, reporting that her onetouch ultra2 meter displayed an inaccurately high result compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter was reading inaccurately at 1am on (B)(6) 2019, when she obtained a blood glucose result on the meter of ¿200 mg/dl¿. The patient considered the result to be high compared to her feelings as she was feeling ¿shaky¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. She denied making any changes to her usual diabetes management routine after obtaining the ¿high¿ reading. She reported that at around 2:09am on (B)(6) 2019, developed ¿sweatiness¿. She stated that she self-treated the symptom by eating candy. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, one of which occurred after the patient had obtained an alleged inaccurately high reading on the meter and had continued with her usual diabetes management routine.